Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm. The balloon was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.